Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: concern for textured implant device, bia-alcl, inflammation (B)(4)

Event description:
Healthcare professional reported exchange of textured implant device, inflammation and bia-alcl on left side. The device has been explanted and replaced. Healthcare professional reported cd30+ and alk- pathological markers. Patient underwent radiation therapy.